Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1364, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer had gained 65 pounds since essure was inserted. She was having mood swings, anxiety, depression, zero sex drive, irregular periods, stabbing pains in her stomach, occasional rashes on arm and chest, blurry vision and a possible re-occurrence of polycystic ovarian syndrome. Follow-up received on 19-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1912). Consumer stated that due to her age, (B)(6) at the time, her doctor would no longer prescribe birth-control for her and he suggested instead of getting a tubal that she used essure. He said it would be non-surgical and that it will be more effective than a tubal ligation. In (B)(6) 2012, the doctor attempted to insert essure inside her body during an office visit. She was medicated. The doctor was only able to insert a coil into one tube. She was advised she would have to have surgery to attempt the other insertion, for some reason her fallopian tube was clamped shut. Possible she was having a spasm. In (B)(6) 2013, she went into the hospital and under heavy anesthesia her doctor was able to insert the other coil. She had her 3 month hysterosalpingogram (hsg) test done and it was confirmed that both tubes were blocked. Three months after that date, she noted she had gained weight: 25 pounds to be exact. She contacted her physician and he told her that the product inserted could not cause any weight gain. As time went on, her weight continue to rise despite the fact that she ate property and exercise four days a week, sometimes five. She noticed her hair began to thin and fall out when she would wash. She had pain in her pelvis and constant lower back pain across the base of her back from left to right. She had zero sex drive, high anxiety with panic attacks and bouts of depression. She also had rashes that would appear on her chest and arms for no reason. Each time she would speak to her doctor he would told her that essure was in place, that the coils could not migrate and that none of these issues were actual side effects. After she noticed other reports on (B)(4), she decided to push her physician. She demanded that he run more tests. Reluctantly he sent her for additional blood work and when the results came in, she was told that she tested high for c-reactive protein. She had chronic inflammation. The doctor wanted to send her to a rheumatologist so that he can rule out any autoimmune diseases. She offer to see that doctor, but she knew that there was nothing wrong with her, except that she had a device implanted in her that was poisoning her. She told her doctor that she demanded he do a hysterectomy to take essure out. He was reluctant, but agreed. However, she also saw the new physician, and she went through another round of bloodwork, pelvic exam, pelvic ultrasound, vaginal ultrasound and the result was a hysterectomy needed to be performed. On (B)(6) 2015, at the age of (B)(6), she went into surgery to have her uterus, tubes and cervix laparoscopically removed with a vaginal assist. One of the coils migrated out of her tube and perforated her uterus. At that time they were waiting for the pathology report. She was angry. Her non-surgical procedure ended up causing her to have two surgeries: one for implantation and one to remove the product. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in her pelvis and one of the coils migrated out of her tube, and perforated her uterus. She underwent a hysterectomy 3 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, it is possible that the pelvic pain was related to the uterine perforation. Given the nature of this event, causality with essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure. In the present case the insertion procedure was difficult and the doctor was able to insert a coil in only one tube. The contralateral coil was inserted only 6 months later. Hysterosalpingogram (hsg) was done after 3 months and confirmed both tubes were blocked. The exact date when the uterine perforation occurred was not specified, however, given the nature of this event causality with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since a surgical intervention was performed. A product technical analysis is expected. No active follow-up will be pursued, since this case was identified during health authority website monitoring. (B)(4)

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 29-mar-2016: legal claim received. Information received states that, on or around (B)(6)-2012, plaintiff underwent the essure procedure on her left side and, on or around (B)(6)-2013, she underwent the essure procedure on her right side. Shortly after undergoing the essure procedure, in (B)(6) 2013, hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed and her tubes were blocked. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including pelvic pain, back pain, loss of libido, hair loss, migraine headaches, fatigue, and weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. In addition, it was informed that plaintiff sought treatment from physicians for her conditions, but they could not diagnose the cause of her health problems. She continued to suffer and live in pain. On (B)(6)-2015, plaintiff underwent a hysterectomy to remove the essure coils. Shortly after the surgery, her surgeon informed her that her right essure coil had migrated and was embedded into her uterus. Additionally, it was reported that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and had pain in her pelvis and one of the coils migrated out of her tube, and perforated her uterus (coil was embedded into her uterus). She underwent a hysterectomy 3 years after essure insertion. These events were considered serious due to their medical significance and are listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, it is possible that the pelvic pain was related to the uterine perforation. Given the nature of this event, causality with essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure. In the present case the insertion procedure was difficult and the doctor was able to insert a coil in only one tube. The contralateral coil was inserted only 6 months later. Hysterosalpingogram (hsg) was done after 3 months and confirmed both tubes were blocked. The exact date when the uterine perforation occurred was not specified, however given the nature of this event causality with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since a hysterectomy for device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 07-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in her pelvis and one of the coils migrated out of her tube, and perforated her uterus. She underwent a hysterectomy 3 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, it is possible that the pelvic pain was related to the uterine perforation. Given the nature of this event, causality with essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure. In the present case the insertion procedure was difficult and the doctor was able to insert a coil in only one tube. The contralateral coil was inserted only 6 months later. Hysterosalpingogram (hsg) was done after 3 months and confirmed both tubes were blocked. The exact date when the uterine perforation occurred was not specified, however given the nature of this event causality with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.